Event description:
Medtronic received the following information obtained from the journal article, which is summarized as follows: interdisciplinary and translational innovation: the endurant stent graft, from bedside to benchtop and back to bedside, frank r. Arko, journal vascular surgery 2011;18:779-785. Aneurysm and vessel morphology not reported. The endurant stent grafts were implanted on unknown dates. During a (B)(4) study of (B)(6) patients treated for (B)(6) complications, (B)(6) had a type 1 endoleak, which with resolved by an aortic cuff. During the (B)(4) registry looking at (B)(6) patients, (B)(6) patient was converted to open, (B)(6) stenosis, (B)(6) limb claudication within 30 days. No further information was provided.

Manufacturer narrative:
Evaluation, results: (B)(4) inherent risk of procedure (endoleak, conversion to open repair), (B)(4) (unknown cause of event). Evaluation, conclusion: (B)(4) (unknown cause of event).